Event description:
Per the clinic, the patient experienced a lack of clinical benefit with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on january 10, 2019. (B)(4).